Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Related to operational context (device inspected prior to use with no issues noted. Malfunction occurred during use of the device). Deformation issue (stent deformed in vivo during positioning). Evaluation conclusions: known inherent risk of procedure (stent deformation). Operational context contributed to event (device inspected prior to use with no issues noted. Malfunction occurred during use of the device). (B)(4).

Event description:
The physician intended to use an integrity rx bare metal stent to treat a lesion. The device was removed from packaging per IFU and inspected with no issues noted. The device was also prepped prior to use with no issues noted. The lesion was pre-dilated. It is reported that resistance was encountered during positioning of the integrity device and that stent deformation occurred. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No injury to the patient reported. Evaluation summary: the stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 3rd and 4th distal segments were deformed.